Event description:
The complainant reported that a patient was escalate to impella 5.5 for advanced therapies evaluation. The 5.5 was successfully placed. During support it was noted of suspected hemolysis, no recent alarms, however decision was made to replace existing 5.5 with a new 5.5. It was further reported that a clot was visible on impella motor housing. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)." Section: use of echocardiography for positioning of the impella catheter: "evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it." Impella catheter too far into the left ventricle: "obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine." Section: hemolysis: "hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis". "Patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis." Section: suction: "suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure."

Manufacturer narrative:
There was no product returned. It was stated that on the 19th, there was suspected hemolysis and the pump was confirmed to be in the correct position. Additionally, there was "impella position in aorta" alarms but repositioning was not attempted since the impella was going to be replaced with another 5.5 in an hour. The data logs show that during the time of the reported hemolysis and "impella position in aorta," alarms, there was a spike in the motor current followed by a change in placement signal and flows. There were "impella position in aorta," alarms as well as suction. The root cause of the hemolysis is most likely due to ingested biomaterial. The root cause of the optical signal issue is most likely due to ingested biomaterial. Thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: patient's medical history, including any previous thrombotic events or conditions description of the location and characteristics of the thrombus (e.g., size, shape, consistency). Relevant laboratory test results, such as coagulation profiles and platelet counts. Imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus. Any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states). Medications or treatments that the patient was receiving at the time of thrombus formation. Surgical or procedural details if applicable (e.g, cardiac catheterization) any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events). Presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. Response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined.

Manufacturer narrative:
B1 product problem updated. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-28264. A4 patient weight updated. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that, while the nurse was rounding on the patient, the impella began to alarm ¿impella position in aorta.¿ the patient was already scheduled to go to the operating room in the next hour to replace the existing impella. Since the current impella was going to be removed, the team decided against repositioning. The removal and replacement were successful.